Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0151) on 13-aug-2015. The most recent information was received on 21-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lots of lower abdomen pain to the point where I can barely walk') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain upper ("stomach will cramp so so bad") and feeling abnormal ("it feels like contaction ") and was found to have weight increased ("big time weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, alopecia, weight increased, abdominal pain upper and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, feeling abnormal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain lower ('lots of lower abdomen pain to the point where I can barely walk') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain upper ("stomach will cramp so so bad") and feeling abnormal ("it feels like contraction "), and was found to have weight increased ("big time weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, alopecia, weight increased, abdominal pain upper and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, feeling abnormal, and weight increased to be related to essure. Quality safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed. Therefore, a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020, social media documents received, new reporter, event stomach will cramp so so bad, it feels like contraction added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.